Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited an elective replacement indicator (eri) on (B)(6) 2019. Upon review, it was revealed that the device exhibited premature battery depletion. Also, recent remote transmission session records confirmed that the device had low battery voltage readings compared to session records after device implant. Replacement procedure was discussed. No intervention made at this time. There were no patient symptoms reported.